Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported she had yet to receive a replacement adc freestyle libre sensor and, as a result, had a medical event. The replacement sensor was being provided as the customer's previous sensor was giving error message when scanned. The customer had a seizure and the paramedics were called to her house, where an unspecified low blood glucose was obtained. The customer was provided unspecified treatment. The customer was offered to be transported to the hospital, but refused. No further information was provided. There was no report of death or permanent injury associated with this event.